Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported low aspiration during phacoemulsification of a cataract procedure. The procedure was completed with the same equipment. Patient harm was not reported. Additional information has been requested.

Manufacturer narrative:
A company sales representative found that the issue was incorrect surgeon settings, as the flow setting in the quadrant removal phase was low and caused low aspiration of cataract fragments. The company sales representative corrected the settings and the issue was resolved. No information was provided to indicate nonconformance of the system contributed to the reported event. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to incorrect user settings. The manufacturer internal reference number is: (B)(4).